Event description:
Litigation alleges patient was permanently harmed by metal poisoning and metallosis from metal debri after asr hip implant.

Event description:
Litigation alleges patient was permanently harmed by metal poisoning and metallosis from metal debris after asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation alleges patient was permanently harmed by metal poisoning and metallosis from metal debris after asr hip implant. ***update: (B)(4) 20/12 - the sales rep has reported the revision surgery. Patient was revised to address pain and metal ion levels. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.